Event description:
The center reported that the patient's ci device was explanted in 2007 and the patient was reimplanted with another advanced bionics cochlear implant. The reason for the explant was elective surgery for the purpose of obtaining a technology upgrade.